Event description:
A clsp small stature plate was revealed via x-rays that the screws passed through the caudal end of the plate and were not cantilevered. Surgeon has no plans to explant at this time and will monitor pt.